Manufacturer narrative:
This 64 year old woman presented three days post stenting of her diagonal artery and saphenous vein graft (svg) to the rca with recurrent prolonged chest pain. Her past medical history consisted of coronary artery disease with previous bypass, angina, hypertension, chf, diabetes and cva. She described her symptoms as similar to what she had prior to stenting and the pain was moderately intense and lasted constantly for two hours. On arrival her EKG revealed slight st elevation in the right pre-cordial leads with t wave inversion. It was uncertain whether this represented a true change from the baseline EKG. The lesion in the diagonal artery was in a heavily calcified artery at a bifurcation. The safety and effectiveness of placing a cypher stent into a lesion that may not allow complete balloon expansion, placing it in a bifurcation or in an svg has not been proven. Her symptoms continued even after medical treatment and she was taken for an emergent angiogram. The recently placed cypher stents were widely patent in the saphenous graft to the rca and the diagonal artery. However, the stent was approximately 50% occluded and the distal segment of the stent appeared to have a fracture with some separation, but the flow was normal. The angiographic findings did not explain her symptoms and the disease was stable in appearance with moderate diffuse disease in the circumflex artery also. The patient was hypertensive on presentation and was treated with oral norvasc in addition to her usual medications. Topical nitroglycerin was also applied and she complained of a very mild, continous ache in her left chest radiating around from her back to her anterior chest throughout the night. She was ruled out for any enzyme elevation and it was determined that she had no ischemia. The consideration was that pain possibly represented pericarditis or chest wall discomfort. The physician was concerned about the appearance of the stent in the diagonal branch and could not explain the cause of the appearance of separation in the distal stent. She was medical treated and released the following day. The product was not available for analysis. Lot history review this to be first complain of this type for this lot number to date. Device history record review revealed no anomalies that could be association with with this complaint. Conclusion: the exact cause of the reported stent fracture could no conclusively be determined. With the information available, there are possible patient, lesion and procedural factors impacting these events.

Event description:
Three days following discharge, this patient presented with chest pain. Repeat coronary angiography revealed stent separation in the diagonal branch. This patient was admitted for further cardiac evaluation/treatment due to stable angina. The pt was electively taken to the cardiac cath lab where coronary angiography revealed >50% stenosis in the left anterior descending artery (lad) and the saphenous vein graft (svg) to the right coronary artery (rca). Medications administered <24 hours prior to the procedure included aspirin, beta-blockers, statins, ace inhibitors and plavix. Lesion 1 is described as a bifurcating, non-ostial, de novo lesion of the first diagonal branch (d1). This lesion is 20mm in length (diameter unknown) and heavily calcified with 95% stenosis. The lesion is pre-dilated (no details documented) and a cypher 3.0 x 23mm stent is placed effectively reducing the stenosis to 0%. Timi pre-procedure is unknown and post-procedure is 3. There were no complications. Lesion 2 is a non-bifurcating, non-ostial, de novo lesion of the svg to the rca. This lesion is 42mm in length (diameter unknown) with 80% stenosis. Amount of calcification is noted as unknown. The lesion was not pre-dilated. Two cypher stents - 3.5 x 33mm & 3.5 x 18mm - were placed in overlapping fashion. Post-dilatation was conducted, but no details are provided. Residual stenosis was 0%. Timi pre-procedure is unknown and post-procedure is 3. There were no complications. Medications administered during the procedure included beta-blockers, plavix and angiomax. The patient was discharged the following day on aspirin, beta-blockers, statins, ace inhibitors and plavix.